Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr), congestive heart failure(chf), restricted posterior leaflet and dilated left atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, imaging was difficult due to shadow from first implant. The anterior leaflet was entrapped with anterior gripper. Troubleshooting resolved the issue. However, both the grippers were unable to actuate post troubleshooting. The gripper line was observed to be broken. As a result, the clip was retracted back to left atrium for removal. An attempt was made to close the clip arms and was unsuccessful. Snare was used to remove half closed clip and the steerable guide catheter(sgc) from the anatomy. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break was confirmed via returned device analysis. The reported difficult or delayed positioning (gripper caught on leaflet) and poor image resolution during the procedure could not be replicated in a testing environment as they are related to patient anatomy or procedural /operational circumstances. In addition, the reported gripper actuation issue and inability to close the clip were also unable to replicate due to the returned device conditions due to broken gripper line and clip returned detached with broken l-lock tabs. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult or delayed positioning (gripper caught on leaflet). The gripper actuation appears to be due to the gripper caught of the leaflet. The inability to close the clip was due to the observed broken l-lock tabs. The broken gripper line and observed broken l-lock tabs appear to be due to troubleshooting maneuvers. The reported poor image resolution was due to shadowing artifact produced by the first implanted clip. The reported unexpected medical intervention was a result of case specific circumstance as snare was used to remove half closed clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.